Manufacturer narrative:
Interruption of flow could lead to hypoxia.

Event description:
Occlusion.

Manufacturer narrative:
Interruption of flow could lead to hypoxia. Complaint history reviewed. There have been no other complaints for 0558 cannula. Trend data shows downward trend in cpm for product group 84-o2 cannula westmed. Without lot# or rm, further investigation cannot take place. Most likely root cause of occlusion is too much bonding agent applied when product was assembled, or one of the tubing was inserted too far into the facepiece. Assembly is a manual process and even with quality controls in place occasionally defects may occur and not be caught. Risk(RMA-20017f): r22: oxygen delivery interrupted - cannula oxygen tubing occlusion - s=8 o=2 rpn=16. Rpn < 25, therefore risk is acceptable.

Event description:
Occlusion.